Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 459 mg/dl at the time of call. Customer stated that the blood at site. Customer reported that they did not receive medical treatment as a result of the site issue. Customer was using auto mode. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.